Manufacturer narrative:
Combination product: yes.

Event description:
Lead was explanted and replaced due to noise. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes upon receipt, the lead under complaint was found cut 11.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through 10.5 cm proximal to the lead tip and the conductor cable leading to the proximal ring electrode of the atrial dipole was found fractured. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The lead was found covered in fibrotic growth between 5.5 and 8 cm distal to the is-1 connector pin and between 25 and 20 cm proximal to the lead tip. These calcified appearing tissue residuals probably had impact on the maneuverability of the lead and led to excessive mechanical stress. Furthermore, the fixation helix was found bent and the rv shock coil deformed. These deformations most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.